Event description:
It was reported to philips that the suite computer was intermittently booting into the bios, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. A field service engineer visited the site, where the engineer performed a software re-installation, re-seated cables, and checked the voltages of the bios battery. The bios was being reset or corrupted. To resolve the issue, the suite pc was replaced. Following the replacement, the system was restored to working order. The codes have been updated based on the investigation's outcome.